Event description:
The facility representative reported a flo-gard infusion pump with a door issue. The event was reported to have occurred upon power up, but it was unknown in which care area. This condition has the potential to interrupt delivery. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump with a door issue was confirmed and duplicated by baxter service personnel. The root cause of this condition was determined to be a broken door latch due to mishandling. The door was repaired to correct this condition. A device history review could not be completed as the data-card retention period has expired. A service history review revealed no previous service events were related to the reported condition. Should additional information be received, a follow-up medwatch will be submitted.